Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Fell on ice (primary fracture). Slipped in snow at the curb and sustained a reverse oblique subtrochanteric femur fracture (rt). She was taken to surgery and a gamma nail was placed. Patient started to get pain. CT was taken to reveal a non union also an additional fracture of the trochanteric portion. Broken hardware is suspected. Took hardware out confirmed broken hardware. It was reported, the non union broke in the proximal hardware. The proximal part of the gamma nail where the lag screw goes through snapped in half.